Event description:
It was reported that the cuff held pressure for the beginning of the procedure, but lost pressure about mid way through. There was bleed through reported, but there were no adverse consequences due to this event.

Manufacturer narrative:
The device was returned to the incorrect address. The device has been shipped to the correct address and will be investigated upon receipt. The device has not been investigated. When the investigation is complete, a f/u report will be filed.